Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device delivered an asynchronous shock to a pt producing ventricular fibrillation (vf). A subsequent shock was successfully delivered which converted the pt out of vf. The customer reported no further impact to the involved pt.